Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The cause of the f-38 alarm was determined to be damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a technician, a flogard infusion pump presented an f-38 alarm. No additional information is available.